Event description:
Reporter stated that she has been having several problems with the essure and has requested that it be removed and has been told that she cannot have it removed by st mary's hospital. It was put in at (B)(6) hospital after she had her last child. Complaints of; real bad headaches, side and abdominal pain, depression, vaginal discharge with an odor (all tests negative), hair falling out, irregular periods (twice a month), chest pain (saw a heart specialist and all tests negative) and tingling sensation on left side in arm and leg.